Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 941mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient¿s medical history included chronic severe spasticity, tracheotomy in place. On (B)(6) 2019 an abscess of the pump pocket and an empty pump reservoir for the last 4 months was reported. Per the reporter the patient was admitted to hospital with fever, and abscess on pump pocket sight. The pump was interrogated and found the pump was not working, reservoir empty for the past 4 months. The skilled nursing facility had refused to transport patient for refills. The skilled nursing facility doctor had said patient was fine and did not need to go for refill. The patient was found to have vre infection. The managing physician did not know how long patient had the abscess before he was admitted. The environmental, external or patient factors that may have led or contributed to the issue was the patient was immobile and living at a skilled nursing facility. There were large pressure sores all across both buttocks with one area looking like a large deep and hollow opening. The diagnostics and troubleshooting performed was unknown. The actions and interventions taken to resolve the issue was the pump and catheter were explanted. The issue was not resolved at the time of the report. The patient status was noted as alive, with injury noted as admitted yesterday to hospital from skilled nursing facility, with fever. No further complications were reported regarding the event.